Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a fractured liner causing dislocation. The modular head, acetabular cup and liner were removed and replaced with a competitor cup and and liner and a biomet head.

Manufacturer narrative:
Evaluation of the returned component suggests that the femoral component(s) may have impinged on the low side rim of the liner; that the liner may have fractured near the locking ring groove and dislocated from the shell, possibly followed by further fracture of the liner. The cause of the fracture cannot be determined. According to the review of device history records, the lot was released with no recorded anomaly or deviation and the parts likely left biomet conforming.